Event description:
The large gantry center throat (obi) cover became loose on the left side. When rotating the gantry, the cover swung and brushed against the pt's arm. The cover was taped and the treatment continued. No injury reported.

Manufacturer narrative:
Varian has come to a decision to report incidents involving a center throat cover detaching, which has on two occasions led to a potential adverse event due to medical intervention (x-ray and CT scans). This event, was previously determined to not meet the definition of adverse event, is being reclassified as part of a two-year retrospective review of all complaints. Our investigation revealed that during treatment, the center throat cover (fiberglass cover) is at its longest when the gantry angle is at either 90 degrees or 270 degrees, possibly shadowing over the pt. A loose or incorrectly latched fastener could enable the latching mechanisms to fail, allowing the throat cover to fall, possibly onto the pt. The fiberglass cover weighs approx 17 lbs., the center of the cover is at iso-center and the part of the cover that could hit the pt is a flat, smooth surface. The hazard analysis determined that if this scenario occurred, it could cause a superficial cut and/or bruise to the pt's head, although no pt injury was reported in this case. Varian provided a customer technical bulletin to elaborate on how to correctly latch the center throat cover. In addition, a design improvement to the latching mechanism was released to mfg in august 2006. No similar complaints have been reported for devices with the re-designed latches. The fiberglass cover was replaced and reinstalled at this site. No additional follow-up to this MDR is expected.